Manufacturer narrative:
Expiration date unknown. Lot number unknown. Date returned unknown, date provided is date of investigation. Initial reporter phone number (B)(6). Manufacture date unknown bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that while using the bd sedi-20, the analyzer would turn itself off and would "need about an hour to re-enable it".